Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump shut down without prior alarm several times. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was monitored for a day and no blank display was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart alarm anomalies were noted. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a broken belt lip slot and a cracked reservoir tube lip.